Manufacturer narrative:
Us service team to schedule service tech to service machine.

Event description:
The customer complaint that their clinimacs plus instrument (sn (B)(4)) aborted during cd34 run selection 2. The screen displayed "final handling - process aborted". This was only an engineering run, without patient involvement. No risk to patient.